Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens, and the trailing haptic was torn off by the injector during insertion. The lens was removed without any patient injury. This is one of two lenses the surgeon attempted to implant in this patient (see 2008-00675).

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. A haptic was torn off and missing and there was a clear surgical residue on the lens. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.